Event description:
It was reported that pump experienced malfunction with code malf 1 that recurred after reset, with no notable events prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, arranged to use backup insulin pump, and was provided replacement pump with updated software.